Event description:
Reporter alleges on (B)(6) 2018 she received a call from (B)(6) advising her they had interrogated her pacemaker overnight on (B)(6) 2018 and found a glitch with the software and recommended she goes to the pacemaker clinic on (B)(6) 2018. Reporter had recently switched from home internet transmission to wifi for her programmer. Reporter alleges it was discovered at the pacemaker clinic that her software had reverted to factory settings which initiates pacing from ventricles instead of initiating pacing from atrium. The clinic reset software to her settings in 35 minutes. Reporter also advised she experienced light headedness, tiredness and her balancing was off. Reporter alleges (B)(6) told her that when there is interference with wifi the pacemaker reverts/resets to factory settings. Reporter's concern is that with a little wifi interference or power surge the software cancels and reverts and this can lead to serious injury or death. Reporter has been in contact with (B)(6) and has not had explanations as to why this is the case with the pacemaker.